Manufacturer narrative:
(B)(4).

Event description:
During the procedure the patient had 2 endeavor stents implanted, the first a 2.75 x 30 implanted in the proximal lad and the second a 3.00 x 15 in the 1st diagonal branch. Approximately 6 weeks post index procedure the patient suffered a haemorrhage of the digestive tract resulting in prolonged hospitalization. It was deemed unrelated to the study device. The patient was taking aspirin and plavix at the time of the event. The patient recovered.